Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the dxc 600 pro system, and identified the failure mode as a faulty photometer. The fse replaced the photometer source assembly to resolve the issue. (B)(4).

Event description:
The customer reported the generation of tbil (total bilirubin) patient results suppressed with ¿?¿ flag on their dxc 600 chemistry analyzer. The samples were repeated on another dxc instrument and actual values were obtained. The suppressed results were not reported out of the laboratory; hence, patient treatment was not affected. Quality control (qc) was within the laboratory's established range before the event.